Event description:
It was reported that a patient experienced a loss of stimulation sensation. It was stated that the patient's device would randomly turn off and he noticed it the day of the report. The patient reported that he charges his device regularly. The patient did not have his programmer because he lost it. Two days later it was reported that a replacement antenna was ordered for the patient. There was a misunderstanding where the patient thought his battery was dead and a new one could only be sent to mayo clinic. The patient only needed a new programmer because he lost his. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their doctor or medtronic representative on (B)(6) 2013, and their concerns were resolved. No further information was provided.